Event description:
It was reported that after a site and cartridge change, the user experienced persistent hyperglycemia, observed a leaking cartridge within the ilet pump, and performed another supply change; the device did not provide a leak alert. Symptoms included dry mouth, dry eyes, and muscle weakness consistent with hyperglycemia. Outcomes included elevated blood glucose readings up to 367 mg/dl without hospitalization. Investigation included user interview, troubleshooting of infusion and cartridge setup, and education on supply replacement and monitoring. Investigation of this case revealed evidence consistent with a cartridge leak leading to reduced insulin delivery, with no reported alarm indicating leakage. It was concluded, based on previously established findings for similar reports, that the cause was a suspected component leak in the cartridge/pump interface leading to underdelivery of insulin. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.